Manufacturer narrative:
(B)(4). Patient is fine. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a laparoscopic sigma procedure, on the (B)(6), the patient had bleeding. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the anastomosis was fine. Nothing was noted during surgery. No transfusion necessary; it was fixed with another surgery.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality and it fired and formed all the staples as well as completely cut the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.